Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 12 years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient had a secondary intervention approximately three weeks ago due to migration of the stent graft with a type I endoleak. No further information was provided. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: stent graft migration, endoleak. Unknown cause of stent graft migration. Conclusion: lack of information (unknown cause of stent graft migration).